Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended. Physician felt patient was unlikely to receive inappropriate therapy and elected to not make any programming changes. Patient was stable.